Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was currently in the hospital for diabetic ketoacidosis and a high blood glucose of 367 mg/dl. The customer experienced burns from vomiting and abdominal pain. His blood glucose was checked every half hour: since his hospitalization his blood glucose had been in the low 200 mg/dl range, and his most recent reading was 181 mg/dl. Additionally, the mother mentioned that when they arrived to the hospital the pump shut off without warning; the battery was full yet the display still went black. The battery was replaced but the pump did not turn back on. There were other issues prior to the blank display. Last time they went to the doctor's office they printed the pump data but half of the data was missing. The pump also had no delivery issues around the time the customer became sick. No products were returned and a replacement battery cap was shipped to the customer in order to rule that out as a cause for the blank display.